Event description:
It was reported that the customer received multiple occlusion alarms during bolus delivery. The customer was able to resume delivery without incident. The customer's blood glucose level was not impacted.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.